Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
Adverse event(s): "near vision is not [good]" (vision, impaired). Product problem(s): "iol a little bit decentered" (malposition of device [iol (intraocular lens) implant]); "haptic sticking to optic" (sticking [iol (intraocular lens) implant]). A surgeon reported that following insertion of an intraocular lens (iol), the haptic did not completely unfold. The haptic was noted to be stuck to the anterior side of the optic. The surgeon attempted to unfold the haptic without success. The surgeon reported that he did not persist in efforts to unfold the haptic due to the zonula being fragile. The surgeon reported the pt had a history of wet age related macular degeneration in the fellow eye. At the postoperative visit, the surgeon reported the iol was slightly decentered. The pt reported her vision was good for distance, but not good for near. In a follow up, the surgeon reported the event continues. The haptic remains stuck to the optic. The iol remains slightly decentered, but the surgeon does not plan on any further surgery.